Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings & cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The user facility reported a 5.5 pump for a 62 year old female patient admitted in with cardiogenic shock and cardiomyopathy. The pump supported for just under 51 days and was then explanted for the heart transplant. The pump did have positional issues throughout the support. The pump was often assessed and repositioned. The pump access site also had treatment for infection. The site had grown staph and was medically managed. The patient continued on support.